Event description:
When performing a stereotactic biopsy, the first clip placed in the pt ((B)(4)) was not seen on post deployment imaging, so was felt it did not deploy. Two add¿l clips ((B)(4)) were attempted to be placed, but came out of the wound along with blood. A 4th clip ((B)(4)) was then deployed after adjusting the depth of the target. This clip was successful. On post clip imaging, the first clip was seen in the breast along with the last clip.